Manufacturer narrative:
One decontaminated sample was received at the manufacturing site evaluation. A visual evaluation was completed, and the reported condition was confirmed. A root cause analysis indicated that the cause of this is a workmanship issue. A detached connector is a condition generated when an operator fails to complete an assembly or follow the predetermined process steps to assure a complete assembly. As part of continuous improvements, a corrective action has been opened to address the reported issue. A new solvent dispenser has been implemented for the assembly of the y port. This change is to improve the manufacturing process and have better control of the assembly process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was a leak at the enfit connection.